Manufacturer narrative:
Additional information: on march 10, 2021, mentor became aware that the patient actually experienced bilateral rupture, and breast pain, burning and discomfort on the right side. Mentor also became aware of the serial numbers of the impacted products. As a result, the patient underwent bilateral device removal and replacement with competitor products (allergan) on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. The rupture was confirmed with a unspecified preoperative scan. As a result, the patient underwent device removal on (B)(6) 2020.